Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power cable, in/out assembly and power cable assembly were replaced. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No parts were returned for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the system became unresponsive during a case. The surgery was completed without navigation. A different system was brought in to finish the case. There was no impact on patient outcome. Additional information received a day later indicated the axiem port, the generator, and the cable were replaced.

Manufacturer narrative:
Several components of the I/o hub chain and axiem chain were replaced. All components were returned with no problem found. The reported event could not be duplicated by medtronic personnel. Further troubleshooting found no damage to internal cables or peripherals. The I/o panel + attached cables, power cable to system, and power cable to axiem box were replaced and suspect parts have not been returned for evaluation.